Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window and case and bleeding glass on the liquid crystal display board.

Event description:
It was reported the insulin pump alarming battery out limit. Customer's spouse stated the device was exposed to moisture. The device was placed in rice with the intent to dry it. Customer's blood glucose was unknown. The device alarmed after a battery change. The esc and act button were not responding and customer's spouse was unable to clear the alarm. Customer's spouse was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 300 mg/dl. No further information reported.